Manufacturer narrative:
Additional information: product cable 9733705 ethernet 3ft is no longer considered a concomitant product for this case as it was not related to the malfunction. Additional information: initial report updated to only company representative. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the cause of this issue was that the site updated their pacs (picture archiving and communication system) network with a patch that prevented all navigation devices from accessing pacs via any port.

Manufacturer narrative:
The bulkhead connector 9680152 network was returned for analysis. Analysis found no fault with the connector. The connector was found to be fully functional with no apparent physical damage. The cable 9733705 ethernet 3ft was returned for analysis. Analysis found the cable had burrs on one connector making for a very tight fit causing difficulties removing the cable from the connector. Otherwise, the cable passed a continuity test with no opens or shorts detected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9680152, serial/lot: none. Product ID: 9733705, serial/lot: unknown. A system checkout is in progress. Initial reporter name and occupation has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to pull exams from pacs. The manufacturer representative was able to use another system to pull from the pacs port. The system will not pull up any exam data. When testing with a bypassed bulkhead, the system was functioning as intended. There was no patient involvement.